Event description:
An aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. The aneurysm and vessel morphology at implant was not available. It was reported that the stent graft has migrated 3 plus cm from the renal arteries with no type I endoleak. The cause of the migration is due to disease progression, aortic neck dilatation and aortic neck angulation. It was reported that the patient had a secondary intervention to treat the migration. A 28 mm aneurx cuff and a 32 mm x 49 mm endurant aortic cuff were placed. The case was preformed percutaneous with no complications. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (graft migration). Patient's condition affected effectiveness of device (disease progression, aortic neck dilatation and aortic neck angulation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation and aortic neck angulation).